Manufacturer narrative:
The returned 2.4mm trocar with handle and obturator (397.21, 7396665) is used in craniomaxillofacial (cmf) mandible procedures using trocar drill bits (317.875, 317.876, 317.877, 317.878). There is a similar universal trocar handle (397.211) but it has a different design, specifically in the region where the complaint condition occurred. The returned 2.4mm trocar with handle and obturator was received disassembled and missing a cross slot capscrew (smf0002), which confirmed its complaint condition of broken. As part of this investigation a visual inspection, drawing review, root cause analysis, and risk management assessment were performed. The returned 2.4mm trocar with handle and obturator (397.21, 7396665) was manufactured on june 7, 2013 and drawings were reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. No material review reports, non conformance reports, or actions related to the complaint condition were generated during production of the returned part(s). During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the available information it is not possible to determine a definitive root cause for the complaint condition. There was not visible evidence of misuse; however it is possible that the missing capscrew (smf0002) was misplaced during sterilization, when parts are often disassembled by sterile processing. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Date returned to manufacturer. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: manufacturing location: (B)(4) instrument, manufacturing date: 07-jun-2013, part #: 397.21, lot#: 7396665 (non-sterile) - 2.4 mm trocar with handle & obturator. Qty. 4. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Service and repair documented that a synthes evaluation equipment 2.4 mm trocar with handle and obturator was reported to be broken. The issue was identified during inspection activities of the evaluation set. There were no issues reported by the customer. Therefore, no additional information is available. This report is 1 of 1 for (B)(4).